Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with driveline drainage on (B)(6) 2023. The driveline culture was positive for pseudomonas. The patient's daughter had been changing the dressing without gloves. The patient was initiated on intravenous cefepime with a plan to continue via peripherally inserted central catheter as an outpatient through (B)(6) 2024. The patient was discharged in stable condition on (B)(6) 2023. The device operated as expected.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that driveline culture was positive for pseudomonas with onset date of (B)(6) 2023.